Event description:
During resmed evaluation, an astral device had an inoperable touchscreen. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to a third-party service center and an evaluation confirmed the complaint. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).